Manufacturer narrative:
Updated fields: b4, d9, e1(initial reporter, event site mail), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer fse was dispatched to evaluate the unit. The fse reported that the unit was tested for an hour without issues. However, device failed the pneumatic system test due to leakage. The test was repeated with a safety disk from another machine to confirm the fault, and was working normally. It was determined that the safety disk was not working properly. It was also confirmed by the fse that the part was already due for regular replacement at the time of failure. The safety disk was replaced. The unit passed all functional and safety checks to factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check by customer the cs100 intra aortic balloon pump (iabp) was showing rapid gas loss alarm. There was no patient involvement.